Event description:
A 26mm amplatzer septal occluder (aso) was implanted in a patient who had a hemodynamically significant atrial septal defect (asd) located on the anterior-superior aspect. The asd measured 27mm using balloon-sizing and 25mm using ultrasound. The aso was implanted successfully without evidence of a residual shunt. The next day, the patient reported chest pain. Doppler imaging revealed fluid in the pericardium resulting in cardiac tamponade. The patient was admitted for emergent surgery where a hole in the atrial ceiling near the aorta was observed. The aso was explanted and a pericardial patch was used to repair the defect. The physician suspected that the patient's anatomy (steep angle of atrial ceiling adjacent to the aorta, insufficient rims) contributed to the lesion caused by the aso.

Manufacturer narrative:
This event was reviewed by the st. Jude medical erosion board who confirmed that erosion occurred.

Manufacturer narrative:
Return - none. DHR - px.